Manufacturer narrative:
Analysis of 37761 (serial# (B)(6) recharger found bent/ broken connector pins at the end of cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the black cord where the white arrow is has frayed and is broken. They noticed the issue a couple days ago. Sent email request to repair to send replacement. During call patient stated the doctor had recommended having someone come out because they were having trouble with stimulator.